Event description:
During the procedure, with the patient on the table, the unit was not responding and the case was cancelled. The left side of the unit does not respond and the right side limited response.

Manufacturer narrative:
One 3 lesion nt1100¿ pain management rf generator was received for analysis. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. During product testing the upper assembly control panel was not working. The unit was disassembled and it was observed to have physical damage to the power supply board; capacitor (c1) was sheared off from the psb. The psb was temporarily replaced with a known good one and the unit functioned as intended. User defined target temperatures were monitored and achieved on all ports. No faults, warnings or irregular heating periods were encountered during the evaluation performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a sheared off capacitor on the power supply board.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported startup issue and subsequent cancellation remain unknown.